Manufacturer narrative:
D10: 300-62-03 - stemless humeral comp integrip, cage, size 3: (B)(6), 310-62-50 - stemless humeral head 50mm x 16mm x beta: (B)(6), 314-13-13 - equinoxe cage glenoid medium, beta: (B)(6), 315-35-00 - glnd kwire: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a total shoulder replacement on an unknown side on an unknown date in 2021. Subsequently, the patient noted having returned to the surgeon after an unknown period of time in the same year for a recurring infection and large hematoma and was treated with oral antibiotics.